Manufacturer narrative:
No explants were available. Since no corresponding image material is available either, it was not possible to perform a visual inspection. The manufacturing documents do not show any deviations during the manufacturing process. No indications of the cause could be derived from the medical records. Based on the available data, no technical cause could be determined. It can only be assumed that a similar mechanism acted on the implant as it was the case on the implant of the reported incident (B)(4) ( MFR report no. 3012523063-2020-00008). However, no cause could be determined there either. The occurrence rate is below the accepted limit value.

Event description:
During the follow-up examination of the right hip, it was noticed that the femoral head was no longer centrically located in the acetabular cup insert compared to the post-operative x-rays. It is suspected that the inlay has worn off unilaterally. Based on this finding a revision of the patient is planned.

Manufacturer narrative:
The manufacturing record of the product concerned was examined. No deviations were found during the manufacturing process. The reported findings can be confirmed on the basis of the available x-rays. No indications of a cause could be identified so far. The product concerned will be examined as soon as it has been explanted and made available.

Event description:
During the follow-up examination of the right hip, it was noticed that the femoral head was no longer centrically located in the acetabular cup insert compared to the post-operative x-rays. It is suspected that the inlay has worn off unilaterally. Based on this finding a revision of the patient is planned.